Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number. Batch ccb849, mfg date: 03/08/2010, exp date: 01/31/2015.

Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the tip after suturing the colon. No fragment remained in the pt's body. There was no adverse consequence to the patient.